Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for electromagnetic interference (emi) due to a medical procedure. Technical services (ts) stated the magnet used was likely not place correctly. This device remains in service. No adverse patient effects were reported.